Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient contacted dexcom to report experiencing inaccurate cgm readings around on (B)(6) 2026 and described an associated event that resulted in hospitalization. The specific cgm readings at the time of the event were unknown, and the patient was uncertain whether the cgm indicated low or high glucose values. On the day of the event, the patient reported attempting to reach her phone to self-treat and obtain a fingerstick bg measurement. Before she was able to do so, she lost consciousness and fell to the floor. The patient did not report any symptoms prior to losing consciousness. It is believed that the patient¿s mother heard the fall and subsequently found the patient lying on the floor. The patient was unsure of the duration of unconsciousness but was able to call 911 after her mother assisted her. The patient was transported to the hospital, where a bg reading of 640 mg/dl was recorded. She was treated with intravenous fluids, saline, and 10 units of insulin administered via injection or pump. The patient reportedly experienced diabetic ketoacidosis. She was discharged approximately 8 hours later. Prior to discharge, her bg levels had stabilized below 200 mg/dl. At the time of reporting, the patient¿s condition was reported as stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.